Manufacturer narrative:
(B)(4). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor device had low power, ran in the locked position, the device was power broken and the start up blocking was defective. It was further determined that the device failed pretest for rotational speed, safety and housing pin height. It was noted in the service order that the device did not work prior to surgery. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown but was known to have occurred in 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The date returned for evaluation was reported as may 31, 2019, the correct date is may 14, 2019. If additional information should become available, a supplemental medwatch report will be sent accordingly.